Event description:
Caller alleged discrepant results using the inratio meter: results as follows. Pt self tester called inquiring if results obtained from his meter and lab are acceptable. Reports that first drop of blood is sometimes wiped off. Patient has had gi bleeding for years and is getting worse.

Manufacturer narrative:
Investigation pending.